Event description:
It was reported the patient experienced abdominal swelling, bladder issues and lower extremity numbness six days after scs implant. The physician explanted the lead and the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.